Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. The overall baseline gender characteristics and age is unknown. Of note, multiple patients were noted in the article; however, a one to one correlation could not be made with unique product lot/serial numbers. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: "outcomes before and after the recall of a heart failure pacemaker." Journal of the american medical association internal medicine. 2020. 180(2):198-205. Doi:10.1001/jamainternmed.2019.5171. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding this implantable pulse generator (ipg). The article reports patients with symptoms of syncope, shortness of breath, falls, and worsening heart failure. The ipgs exhibited intermittent and no pacing output, rapid battery depletion, and asystole during telemetry due to high internal battery impedance and lifted bond wires on the electronic circuit. Emergency temporary pacing was required and the ipgs were replaced. No further patient complications have been reported as a result of this event. Further follow up did not yet yield any additional information.